Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified lvp sn intravascular administration set, the device experienced blood backflow, and flow issues. The following information was provided by the initial reporter. The customer stated: it was reported that the secondary bag was free flowing though the infusion set was clamped. The primary bag is very full. I'm emailing to report a new suspected back check valve failure: event description: potential failed back check valve on primary IV line. Secondary med being infused though clamp was closed. Also tried saline piggyback with same effect. Primary drip chamber full. We were able to investigate the tubing set involved in this event. Fluid from the secondary bag was free flowing though the infusion set was clamped. The primary bag is very full.

Event description:
It was reported when using the unspecified lvp sn intravascular administration set, the device experienced blood backflow, and flow issues. The following information was provided by the initial reporter. The customer stated: it was reported that the secondary bag was free flowing though the infusion set was clamped. The primary bag is very full. I'm emailing to report a new suspected back check valve failure: 3. Event description: potential failed back check valve on primary IV line. Secondary med being infused though clamp was closed. Also tried saline piggyback with same effect. Primary drip chamber full. We were able to investigate the tubing set involved in this event. Fluid from the secondary bag was free flowing though the infusion set was clamped. The primary bag is very full.

Manufacturer narrative:
The following fields were updated due to possible information: d2: medical device brand name: as lvp 20d 2ss cv. D4: UDI # (B)(4). G.5. PMA / 510(k)#: k944320. D4: medical device lot #: 21036455, d4: medical device expiration date: 2024-03-24, h4: device manufacture date: 2021-03-26. D4: medical device lot #: 21026370 , d4: medical device expiration date: 2024-02-19, h4: device manufacture date: 2021-02-22. D4: medical device lot #: 21026384, d4: medical device expiration date: 2024-02-19, h4: device manufacture date: 2021-02-22. D4: medical device lot #: 21026385, d4: medical device expiration date: 2024-02-19, h4: device manufacture date: 2021-02-23. D4: medical device lot #: 21026388, d4: medical device expiration date: 2024-02-20, h4: device manufacture date: 2021-02-23. D4: medical device lot #: 21036141, d4: medical device expiration date: 2024-03-13, h4: device manufacture date: 2021-02-23. H6: investigation summary: one primary tubing and one secondary tubing were returned by the customer. Material numbers were not provided, however the primary set was identified as material #2420-0007. It was reported that there was a potential failed back check valve on primary IV line. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow through the back check valve was observed. The failure was unable to be replicated, and the complaint could not be verified. A lot number was not provided by the customer, however several potential lots for the returned set were identified. A device history record review for model 2420-0007 and possible lot number 21036455 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21026370 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21026384 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21026385 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21026388 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21036141 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.